Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2017, product event summary: the full lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had noise, high impedance, oversensing, and a fracture. Tachyarrhythmia therapies were programmed off and the rv lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.